Event description:
Rn reported a home patient was diagnosed with peritonitis in 2002. The patient was treated outpatient with 1gm loading dose followed by 250mg each exchange of cefazolin and 24mg loading dose followed by 24mg each exchange of gentamicin. On 01/02, the patient was hospitalized as the patient was unable to administer the medication into their solution bags themselves. Per rn, the treatment during hospitalization is unknown. The patient's catheter was removed. The rn noted that the patient has a history of peritonitis however, the infectious control department of the hospital advised rn to notify baxter due to the rarity of the growth from the culture. Rn also noted the patient does not have issues with using aseptic technique consistently. The pt was released from the hospital 6 days later and has fully recovered. Rn reported patient has been transferred to hemodialysis. The rn does not attribute the patient's peritonitis to baxter product.